Event description:
The surgeon reported that after graft implantation, blood was present on the body of the graft and some holes were noted. Many attempts were made to stop the bleeding using tissue col. After 6 hours, the pt died. The surgeon stated that the death of the pt could not be attributed only to the graft, but to a series of circumstances, such as coagulopathy.